Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported that the customer died the morning of (B)(6) 2014 while wearing the pump. Customer had his basal rate increased 15 percent on (B)(6) 2014 due to blood glucose levels being elevated (350-500 mg/dl).